Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable sensor was inserted into the am on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient¿s cgm was reading 100 mg/dl, and he was feeling ¿fuzzy¿. This prompted him to test his bg meter reading, which was 50 mg/dl. The patient¿s parent gave the patient nasal glucagon as treatment. After treatment, the patient¿s bg level increased to 190 gm/dl (it was not specified if this was a bg meter or cgm value). The patient¿s doctor was also called, and it was advised for the patient to drink some apple juice and to replace the sensor. There was no documentation that the patient sough assistance from a higher level of care. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.